Manufacturer narrative:
Doctors reported that the patient complained of feeling electrical sensations during the procedure. No additional information regarding medical treatment was received. The device has not been returned for investigation.

Event description:
It was reported by the sales rep that during the procedure fluid got in device. The procedure was completed with another device. On (B)(6) 2020 devicor became aware that doctors "reported that the patient complained of feeling electrical sensations during the procedure". No additional information regarding medical treatment has been received. This incident has been recorded in complaint # (B)(4).